Event description:
It was reported that the device failed to sense. Device replacement was anticipated. The patient was stable and will continue to be monitored. There were no adverse consequences.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including sensing test, found no anomaly contributing to reported event of failure to sense.

Manufacturer narrative:
The reported complaint of the device not detecting a pause episode was confirmed. The 24-hour noise log showed that noise occurred at some point during the day that the pause episode occurred on. There is not enough information in the device to determine if noise occurred at the same time as the pause episode. That is the most likely cause of the device not detecting the pause episode. The provided session records were reviewed and there was no device malfunction identified that would result in a missing egm.

Event description:
It was reported that the device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.